Manufacturer narrative:
A ge service representative performed an on site investigation. The connections to the cine drive were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced a loss of vascular mode functionality. No patient or user injury was reported.